Manufacturer narrative:
An event regarding seizing involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The implant is still assembled with the impactor/extractor and cannot be separated as the locking lever is stuck. Pieces of cement remain on the bottom of the baseplate. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: visual inspection confirmed the reported event. The impactor extractor cannot be released from the implant as the locking lever is stuck.

Event description:
Rep reported patient had primary surgery for a total right knee. There was an issue with the inserter not releasing from the implant. Secondary device used in its place that happen to be available. Only a few minutes delay with no impact to patient. As per sales rep phone call on (B)(6) 2016: the primary implant is still attached to the inserter so a second implant and back up inserter needed to be used to complete the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported patient had primary surgery for a total right knee. There was an issue with the inserter not releasing from the implant. Secondary device used in its place that happen to be available. Only a few minutes delay with no impact to patient. As per sales rep phone call on 10/14/2016: the primary implant is still attached to the inserter so a second implant and back up inserter needed to be used to complete the surgery.